Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiry date. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, roll-off could not be achieved after 45 minutes of ablation, and it was suspected that this may have been due to the length of the case. Additionally, the patient received blisters under all four grounding pads and on his hand (it was discovered after the procedure that the patient's hand had been touching one of the pads). The severity of the burns was described as "low," and it is unknown if they were treated. It was confirmed that the grounding pads oriented as indicated in the rf3000 operation and service manual, and no issues with pad contact were noted. The patient's condition was reported to be "okay" following the procedure.